Event description:
On august 2, 2024, senseonics was made aware of an incident where the user reported receiving no senor detected alerts.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user complained of receiving no sensor detected alerts since insertion. An RMA was issued for the sensor and transmitter for further investigation. The investigation on the returned sensor showed no malfunction with the sensor-to-transmitter connection, and the returned transmitter also had no problem found. The customer potentially had an issue finding optimal placement of the transmitter over the insertion site or the sensor was inserted too deeply. As part of resolution, the user was inserted with a new sensor. B4. Date of this report 30 october 2024. G3. Date received by the manufacturer? 30 october 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 213. H6. Investigation conclusions updated to 67.